Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bypass gastrectomy, when the surgeon loaded the blue reload on the device and closed in on the stomach and was ready to fire, he found the handle locked, the reload didn't fire and the stapler broke. There was no patient injury.